Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device failed, not pumping.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the exhaust tube of cylinder 1. Testing revealed this to be a site of leakage. Microscopic examination revealed abrasion on the longer exhaust tube and inlet tube of the pump, as well as the inlet tube of the reservoir. No functional abnormalities were noted with the pump, cylinder 2 or the reservoir. Based on examination of the returned product, quality concluded that the abrasion marks noted on the pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. Abrasion was also noted on the exhaust tube of cylinder 1, which resulted in the separation noted. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.